Event description:
It was reported that the black piece snapped off on both resector blades during a case. No adverse consequences reported to the patient. A third device was immediately available for use.

Manufacturer narrative:
Additional information will be provided once investigation is complete.